Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that an error code 6 was seen when interrogating the patient device. It was noted that earlier in the month, that both the lead impedance and battery life were ok. A device history records review for the m1000 generator performed. The generator passed final functional and quality specifications prior to release for distribution. The generator was confirmed to have been manufacturer with the new gc5 firmware. Further analysis was performed confirming that the gc5 reset is not the cause of the device issue. This was determined based on the fact that the device had the newest m1000 firmware which is not susceptible to gc5 resets. No other relevant information has been received to date.